Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used in the colon during a hemostasis clipping procedure on (B)(6) 2011. According to the complainant, prior to use, the clip was not tested outside the patient. During the procedure, the resolution clip advanced out of the scope in the open position and would not close. The nurse was able to 'fire off the clip; however, it remained in the open position and was dangling from the end of the delivery system. The device was able to be pulled back through the scope without any issues and the procedure was completed with another resolution clip. Additionally, the user reported that the resolution clip over sheath, which is used to protect the scope and clip during insertion, was removed prior to advancing the device through the scope. Reportedly, there was no damage to the scope. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
Patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. However, it was reported that the device was used prior to its expiration date. (B)(4) for the reported event of clip failed to separate from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.